Event description:
I had breast implants put in in my 20's. At (B)(6) I was diagnosed with b cell hodgkin's lymphoma. I have battled this cancer 3 times and am afraid it will come back yet again. The plastic surgeon that put in my breast implants told me to look up the link between lymphoma and cancer which brought me to this page. There is no family history of lymphoma, I am very concerned that my breast implants are the cause of my cancer.